Manufacturer narrative:
This was initially reported on the summary report dated june 30, 2014 under exemption e2013032.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, urinary problems, bowel problems, recurrence, neuromuscular problems, other unspecified injuries, emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. The cause of death was reported as acute on chronic congestive heart failure. Related to MFR # 2183959-2016-00030.